Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation.